Event description:
Patient had just delivered a child and was being transferred from the labor & delivery room to a patient room. Patient was transferring from the wheelchair to the bed. During the transfer, the cushion which supports the leg on the right footrest was folded up. The patient's right leg caught on the bracket where the cushion attaches to the footrest. The patient sustained a laceration which required 36 sutures to repair. Patient received home health care post discharge.